Event description:
The customer was very concerned with the cusa excel console (serial number (B)(4)) not working properly. They had switched the machine on and off and it was not working with the cusa excel hand pieces. They tried using the cusa excel handpieces with another cusa and found it did not work either. It was noted that the cusa console was extremely warm and there was a burning smell. A field service technician was contacted. The technician also checked both handpieces and found the handpiece (serial number (B)(4)) had a twisted housing and the other handpiece (serial number (B)(4)) had a high q power of 68 watts where the limit is 70 watts. The technician requested both handpieces be sent back to (B)(4) for repair. The product was in contact with the patient however patient injury or death alleged was unknown. There was an increase of 3 hours in surgery time. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 25jan2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: it was observed that the cusa excel handpiece not working complaint can be concluded that the incident is a failure of the cusa excel handpiece to perform its intended function due to over-torqueing, thus alignment issue. The DHR review and analysis of the complaint investigations and root cause reports has concluded this complaint is the 10th identified complaint for the cusa excel c2600 handpiece for the reported failure root cause identified as ¿over-torqued by the user¿ resulting in handpiece issue. Date of manufacture: jul-2013. Conclusion: the customer complaint incident ¿cusa excel handpiece not working¿ was verified and duplicated. Root cause determined; cause of the handpiece not working was due to the twisted transducer found in the hand piece housing. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. A CAPA has been initiated to investigate this issue.